Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion with severe calcification was located in the severely tortuous left circumflex. On the first inflation, the 2.7 x 15 mm apex monorail balloon ruptured at 12 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The pt status is good with no complications or injuries reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, the performance of the device was limited.